Event description:
It was reported that bd facscanto ii cytometer 4/2 system ivd acquired erroneous results on patient samples. The following information was provided by the initial reporter: " are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. The customer reports that the problem of case (B)(4) has not been completely resolved and that there is still an overcompensation between apc-cy7 and pe-cy7 in the canto software."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 09 mar 2021 to date 09 mar 2022. ¿ complaint trend: there are 19 complaints related to erroneous results. Date range from 09 mar 2021 to date 09 mar 2022. ¿ manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # 338961-v96100241-900101274-07, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a worn blue laser. The customer reported that the issue from case 01597064 had not been completely resolved and they were observing overcompensation between apc-cy7 and pe-cy7. During the first visit, the fse (field service engineer) checked the instrument and replaced the 780/60 and 660/20 filters. The instrument was tested and the emission power of the blue laser was found to be lower than expected at 12.5 mw. During a following visit the fse replaced the blue laser (pn 33538409), aligned the optical fiber, and tested the laser which was now within specifications at 15.3 mw. After the repairs the instrument was tested and functioning as expected. No parts were requested for evaluation as the issue with the blue laser was identified and a sample evaluation was not necessary. Although patient samples were used during this incident, the erroneous results were realized before they were sent out and were not used. There was no delay of treatment and no patients were affected due to this incident. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02366181, case # (B)(4). Install date: 30 may 2007 defective part number: 33538409 - kineflex blue laser fiber-repaired. Work order notes: o subject / reported: 338960 - bd facscanto ii - overcompensation problem. O problem description: the customer reports that the problem of case (B)(4) has not been completely resolved and that there is still an overcompensation between apc-cy7 and pe-cy7 in the canto software. In diva the problem does not appear. O work performed: instrument check, 780/60 and 660/20 rio I filters replaced, check the problem remains with samples, activated bioexponential activation, the population that was previously squashed is now visible. Control of the emission power of the blue laser about 12.50 mw, you order a new laser or is and a new potential fiber, the instrument is fully functional. Waiting for the arrival of spare parts. On 23-03-22 the blue laser fiber optic was replaced, alignments or optimizations, the fiber emits about 15, 3 mw. Performed cst check performance, color seven beads left the bioexponential function. The instrument is fully functional. O cause: overcompensation between apc-cy7 and pe-cy7 in canto software. In diva the problem does not appear. O solution: checks and tests. ¿ returned sample evaluation: a return sample was not requested because the faulty laser was not required for the investigation. ¿ risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 2. Blue laser. O function: 2.1 excites blue dyes. O potential failure mode: 2.1.1 low power. O potential effects of failure: 2.1.1.1 detection sensitivity specifications not met. O potential causes/mechanisms of failure: 2.1.1.1.1 power dropping. O current controls: feedback system. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 4. O occ: 2. O det: 3. O rpn: 24. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the erroneous results was due to a worn blue laser. ¿ conclusion: based on the investigation results the root cause of the erroneous results was due to a worn blue laser. During the first visit, the fse replaced the 780/60 and 660/20 filters and discovered that the blue laser was emitting 12.50 mw of power which is lower than expected. On the follow up visit, the blue laser was replaced, optical fibers were adjusted, and the power was then at 15.3 mw. The instrument was then tested and functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that bd facscanto ii cytometer 4/2 system ivd acquired erroneous results on patient samples. The following information was provided by the initial reporter: "1. Are there erroneous results on patient samples for diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to the issue? No. The customer reports that the problem of case 01597064 has not been completely resolved and that there is still an overcompensation between apc-cy7 and pe-cy7 in the canto software."

Manufacturer narrative:
H.6. Investigation summary has been updated. Changed from: complaint trend: there are (B)(4) complaints related to erroneous results. Date range from 09mar2021 to date 09mar2022. Changed to: complaint trend: there are (B)(4) complaints related to erroneous results. These complaints can be found in the attached complaint trend file. Date range from 09mar2021 to date 09mar2022.

Event description:
It was reported that bd facscanto ii cytometer 4/2 system ivd acquired erroneous results on patient samples. The following information was provided by the initial reporter: "1. Are there erroneous results on patient samples for diagnostic test? Yes; 2. Was there any delay of treatment due to the issue? No ; 3. If patient samples were redrawn, was there any change or delay of treatment? No; 4. Was there any physical harm/injury to the patient due to the issue? No. The customer reports that the problem of case (B)(4) has not been completely resolved and that there is still an overcompensation between apc-cy7 and pe-cy7 in the canto software." Checks and tests.